Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that flushing was not possible with the catheter. Upon further observation there was a hole in the flush port due to pressure applied. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer was partially detached from the flush port. The flow test was not possible because the strain relief/luer are partially separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
A faraewave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that flushing was not possible with the catheter. Upon further observation there was a hole in the flush lumen due to pressure applied. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.